Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap gastric bypass procedure, the device delivered an incomplete staple. Another device was used to complete the procedure. There was no pt consequence.